Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated during the case. The physician stated that the perforation was a from a different caused. Moreover, the physician then performed a pericardiocentesis to alleviate perforation. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.